Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography performed in 2009. (Exact age and weight are unk). According to the complainant, during preparation the physician had difficulty pushing the tome through the scope and when it got through, the end was frayed. The physician got another jagtome, adjusted the elevator, and was able to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.